Event description:
It was reported to philips that the defibrillation test failed with a pads error message. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the defibrillation test failed with a pads error message. The fse sent a quote for the capacitor to the customer and the customer has not yet responded to confirm the purchase. Once or if the customer approves the purchase, the capacitor will be replaced to get the device into working order. Upon conclusion of the investigation by the philips field service engineer (fse), it was determined this was due to the capacitor in the device. The device remains at the customer site no further evaluation is required at this time.